Event description:
The customer reported that the ventilator gives transducer fault, "low ve" and "circuit disconnect" alarms continuously and touch screen is also not responding.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replaced the main control pcb fixed the reported issue. The carefusion failure analysis technician will evaluated the alleged failed part if it is return to the manufacturer.